Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received and placed unit under microscope and found contamination/moisture damage inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble association/accuracy test due to the moisture damage. The customer complaint of led or communication anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter, led anomaly. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. Customer reported a loss of communication between the transmitter and the pump. Troubleshooting was performed. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter would still not communicate. Customer reports being unable to pair device(s) with pump. Pump continued to alert "device not found" while trying to pair devices after several attempts. Customer requested to run test plug procedure. No damage reported to transmitter. Led light did not blink when connected to the tester or when removed from charger after it was fully charged. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-1884.